Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the leak was an obstruction in the cap piercer drain line #118. The fse removed the obstruction from the drain line to resolve the issue, no further leaking was observed. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported a leak from the cap piercer on their unicel dxc 600 pro synchron system. The customer stated the leak was contained to the instrument and described the volume of the leak as approximately 15ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.